Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition of "heat" was found. During svc, the device failed the pre-repair diagnostic assessment temperate test. If additional info becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that the device was being returned for svc. During svc of the device, it was noted that the device experienced heat. It is unk if the device was being used in surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.